Event description:
It was reported that during endovascular treatment of an aortic ulcer using a valiant captivia stent graft, the tip could not be re-captured into the sheath during removal of the delivery system following deployment. The instructions for use (IFU) were followed during device preparation, deployment, and removal. The trigger was moving as normal. The delivery system was removed without complications and no vessel damage occurred. It was noted the physician disassembled the device and observed that the luer connector had broken off from the distal end of the guidewire lumen within the delivery system. This resulted in the guidewire lumen shifting upwards during retrieval of the tip capture device, resulting in the proximal tapered tip of the guidewire cavity dislodging from the outer sheath. According to the physician, the event was attributed to a product-related issue.

Manufacturer narrative:
Film evaluation summary: the reported removal difficulty and luer connector detachment could not be confirmed based on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms documenting deployment and removal attempts were not available for evaluation of the reported events. Analysis of the pre-implant films did not identify obvious any anatomical features that could have contributed to the issue. Device evaluation summary: 2 still images and 2 videos were received for analysis. The images depict the proximal end of a valiant captivia delivery system. The screw gear and tip capture release handle have been removed. The peek lumen is detached from the backend hypotube. The first video demonstrates the inability to retrieve the tapered tip upon advancement of the external slider and tip capture release handle. The tapered tip could be easily moved by hand. The second video shows the proximal end of the delivery system. The peek lumen can be easily moved by hand. Pulling on the backend hypotube causes it to detach from the peek lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.